Manufacturer narrative:
Natus medical tech support guided the troubleshooting and for device connections requirements which was performed by the hospital staff. Also a led panel replacement was provided to the customer, resolving the customer issue. Not further investigation required.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue mini while adjusting the potentiometer of their neoblue mini unit, no change in intensity was observed. An ohmeda bili-blanket meter ii was being used to measure intensity, and it was reporting ~4 [?]w/cm2/nm. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.